Event description:
A user facility returned an intraocular lens (iol) with a note stating the lens was not implanted, an anterior vitrectomy was performed. Additional info has been requested.

Manufacturer narrative:
Eval summary: the reported complaint was not observed. A lens was returned which was damaged and this damage was not mentioned by the customer. Results from the product history record review indicated the product met release criteria. Additional observations were as follows: lens returned positioned incorrectly. Solution is dried on the lens. Both haptics are bent at the gusset areas due to the condition of the returned sample. The optic is torn/split - possibly cut. While we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/06/2012, 04/20/2012 and 05/01/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).